Event description:
It was reported that the pump alarm indicated 'cassette not attached properly. Reattach cassette'. No patient injury was reported.

Manufacturer narrative:
Operator of device: unknown. A product sample was received for evaluation. Investigation and root cause analysis are in progress. Results will be submitted in a supplemental report.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported problem was duplicated during the investigation as the downstream occlusion sensor output was approximately 1 millivolt in the multi-user mode with no pressure. Root cause of the reported event is unknown. A defective downstream occlusion sensor will be replaced. A nonconformance report (ncr) was created to investigate the failure mode of the reported event which is ongoing. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d4: correction: model number: 2120, h4: correction: device manufacture date: updated.